Event description:
It was reported that the patient underwent a surgical procedure. It was reported that the patient came in for films and it was noticed that the rod was broken. Revision surgery is pending on the patient's health. No additional patient complications were reported.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.